Manufacturer narrative:
(B)(4) date sent: 12/16/2015 information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the titanium blade break? If yes, did the broken blade fall into the patient? If yes, was it retrieved? Is the broken blade tip being returned with the device? If the titanium blade did not break what part of the jaw broke?

Event description:
It was reported that during a hysterectomy procedure, during the use the jaw of the harmonic ace shears broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.